Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: "analysis of the returned device identified: crease flat, wear abrasion, opening crack on valve seat diaphragm valve and opening extended on radius. Leak test and microscopic analysis were performed which identified: opening crack on valve seat diaphragm valve, striated opening on radius and voids observed in the textured part of the valve (vv); it is out of specification. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve, a striated opening on radius assessed as surgical damage and a void on valve texture side assessed as a workmanship." Further investigation: "the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with abbvie¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, voids observed in the textured part of the valve (vv). It is out of specification. It is not possible to take the measurement of the voids due to the quantity. This finding is not related with the reported event. A review of the current risk documents was performed and the event of void in valve is a known event, for which manufacturing process controls and inspections are established to reduce the incidence of this defect. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issues with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate."

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.